Event description:
It was reported that the confirm monitor device exhibited backup vvi operation and reported many wrong episodes of interferences. The patient experienced syncope. The confirm device was explanted and the physician decided to implant a pacemaker.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward.